Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited over-sensed noise and failure to capture. The lead was not used, and a new lead was implanted. The patient was discharged.

Manufacturer narrative:
The reported events of failure to capture and oversensing noise were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead was normal.